Event description:
PICC line inserted in radiology dept. Rn attempted to aspirate blood from catheter per protocol. "Sucking air" heard thru the PICC line indicating "a hole below the y site." PICC line changed.